Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. There was no prime anomaly or error alarm during testing. The insulin pump was received with cracks at the corner display window, scratches on the lcd window, cracked reservoir tube lip and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and cosmetic damage. Customer's blood glucose level was 498 mg/dl. Customer treated their high blood glucose with a manual injection. Troubleshooting for cosmetic damage was performed. Customer advised the display screen was cracked as a result of the insulin pump being bumped. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.